Manufacturer narrative:
It was reported that the stem hung up about 4 mm proud and the surgeon needed an extraction instrument to get the implant out. The surgeon trailed with shorter heads, but ultimately stayed with the planned length due to offset consequences. The patient leg length was left longer than the plan as a result. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the stem hung up about 4 mm proud and the surgeon needed an extraction instrument to get the implant out. The surgeon trailed with shorter heads, but ultimately stayed with the planned length due to offset consequences. The patient leg length was left longer than the plan as a result.